Event description:
Physician attempted closure of the arteriotomy after a diagnostic procedure using the closer-tsl 6fr device. Device was deployed and a cuff miss occurred. The physician then attempted to remove the device. At this point some difficulty was encountered; the device could be rotated and moved distally, but resistance to proximal movement was pronounced. The pt was taken to surgery for a cut down procedure, which freed the device. The arteriotomy was closed with 2 stitches. The pt recovered with no further incident.